Event description:
(B)(6) issued safety alert: al24-01 regarding fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital-associated infections, patient tissue degradation, and/or patient death. We have not attributed any adverse events to our compromised mattresses but have been instructed to place FDA medwatch for all compromised mattresses. To cover our radiology gurney mattresses that are compromise.